Event description:
It was reported that a small volume folfusor underinfused during infusion. The device failed to deliver all the medication dose during the expected therapy time as it was observed that medication remained in the device that had not been delivered to the patient after the therapy time was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between june 23, 2023 - june 27, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.